Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill this event occurred 50 times. The following information was provided by the initial reporter: translated to english. The customer "noticed that the citrate tubes are well filled over the line (volume above 20%). The report blood on citrate being not respected, the results may be erroneous."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed and could not be confirmed as the photo shows tubes with a gray cap at an acceptable fill level. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. The fill-line on these tubes is a guide to the minimum, so the draw should be well above the line until approaching the expiry date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill this event occurred 50 times. The following information was provided by the initial reporter: translated to english. The customer "noticed that the citrate tubes are well filled over the line (volume above 20%). The report blood on citrate being not respected, the results may be erroneous."